Event description:
It was reported that following a spinal cord stimulation lead implant procedure, within 15 minutes of waking up in recovery, the patient was unable to move her legs. A computed tomography (CT) myelogram scan revealed a hematoma. The patient was placed on decadron and monitored in the nursing care facility. Upon the two week follow-up, the patient was doing well and had regained normal neurological function. The device remains implanted in the patient. The physician assessed the hematoma was procedure related and not device related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Lot: 7082146

Event description:
It was reported that following a spinal cord stimulation lead implant procedure, within 15 minutes of waking up in recovery, the patient was unable to move her legs. A computed tomography (CT) myelogram scan revealed a hematoma. The patient was placed on decadron and monitored in the nursing care facility. Upon the two week follow-up, the patient was doing well and had regained normal neurological function. The device remains implanted in the patient. The physician assessed the hematoma was procedure related and not device related.